Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv3 (low voltage 3) conductor was obstructed due to a stylet/guidewire stuck in the lumen, the connector of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant. The analyst also noted: using destructive testing and confirmed that the competitor guidewire's hydrophilic coating adheared to the distal end(lead tip nose) causing the guidewire to stick in the lead lumen, see photo. As the results when the physician trying to pull the guidewire out of the lead, the is-4 was damaged/bent, visually. After confirmed the result of stuck guidewire, it was easy to remove guidewire from the lead distal end. This leads us to conclude there was no conductor distorted or blood obstructed was observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the guide wire got stuck in the lead and could not be removed. The lead was not used. No patient complications have been reported as a result of this event.